Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1910379) on 28-may-2019. The most recent information was received on 31-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhage periods') in an adult female patient who had essure (batch no. 936685) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("recurrent fatigue") and hypersensitivity ("allergy"). At the time of the report, the menorrhagia, fatigue and hypersensitivity outcome was unknown. The reporter provided no causality assessment for fatigue, hypersensitivity and menorrhagia with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: menorrhagia analysis in the global safety database revealed 2206 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of ptc we received the lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhage periods') in an adult female patient who had essure (batch no. 936685) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("recurrent fatigue") and hypersensitivity ("allergy"). At the time of the report, the menorrhagia, fatigue and hypersensitivity outcome was unknown. The reporter provided no causality assessment for fatigue, hypersensitivity and menorrhagia with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-may-2019 for the following meddra preferred term: menorrhagia analysis in the global safety database revealed 2197 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report